Manufacturer narrative:
The returned device was evaluated and was found to have terminated in a hazard alarm. A hole was noted on the cannula. It is unclear when the hole occurred, or if it contributed to the reported symptoms. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula. Data download returned an 0x34 alarm, indicating that the processor was reset for an unknown reason. Low batteries were observed on the 3v stack. It is unclear when the battery lost its charge, or if it contributed to the triggering of the hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 340mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Other than patient's mother reporting site appearing "weird," no malfunctions or physical deficiencies were reported with the device. As treatment, patient received a manual injection of insulin from the school nurse. The product was returned for investigation and both a hazard alarm and damaged cannula were identified.